Event description:
Per rep: first implant was inserted. No existing infections prior of first surgery. The initial implant was taken out in 2008 and put in the second ci on. Infection occurred 18 days later. Csf leak occurred. Two months later, csf leak occurred, so 2nd custom cranial implant was removed. Another surgery is tbd for another ci implant to inserted.